Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction (mi). The 99% stenosed target lesion was located in the circumflex (cx) artery with a 3mm reference vessel diameter and a 10mm target lesion length. No attempt was made for direct stenting. A 2.75x12mm liberte stent was implanted. A non-bsc balloon dilatation catheter was utilized. Residual stenosis was 0%. The patient experienced a lateral myocardial infarction (mi) in target vessel/target lesion during the index procedure. No ECG changes were noted. There was a rise in the cardiac markers. The mi was in the target vessel and was target vessel related. The patient was on anticoagulant therapy, clopidogrel and asa at the moment of the mi. The patient was discharged six days after the index procedure without current angina or silent ischemia. Discharge medications were asa 100 mg/day indefinitely and clopidogrel 75 mg/day for 1 month. No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.